Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during a left calcaneus fracture surgery and the finest long last unknown plate, the unknown screw that the surgeon was putting in has failed to lock. The reporter commented that the surgeon was concerned that the unknown screw did not lock in the unknown plate which should normally do. It is unknown if the procedure was completed successfully. It is unknown if there was a surgical delay. The patient outcome was unknown. This complaint involves 1 devices. This report is for 1 unk - plate this is report 2 of 2 for (B)(4).